Event description:
Additional information was received stating the patient's system diagnostics recorded low impedances on the leads, and as a result, the patient was experiencing ineffective therapy.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested, but not received. The allegation is against [1] of [2] [lead]. However, it is unknown, which [lead(s)]. Therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI#: (B)(4), serial#: (B)(6), batch: a000108417.

Event description:
It was reported, that the patient's system diagnostics recorded abnormal impedances on the lead. And the patient needed an MRI. Surgical intervention took place, where the lead was explanted and replaced to address the issue. Effective stimulation was restored. Investigation was unable to determine, which of the leads attributed to the event.